Event description:
The facility's biomedical technician reported an infusion pump with a failure code 32. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt tatus, medical intervention, pt injury, age of pt, mediation involved or the set up of the infusion device. The hosp rep stated they have no record of any t incident involving the pump since the last baxter service event. No add'l contact info was provided.